Event description:
Customer reports the following: "reported to biomed pump alarms reload cassette. Biomed reported no signs of damage or contamination, tried multiple cassettes and still alarms, no patient harm." Preliminary review of the device logs indicated that the set ID changed from 6 to 4 before the start of an infusion, and never went back to 6 again after several reloads. Based on feedback from biomed, this looks like another setid sensor failure and not just a dirty window or set. Further investigation of the pump revealed the following: ingress across set ID seal leading to electrical failure of the set ID sensors. Ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing. Fresenius kabi opened an internal CAPA in january 2023 for setid sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Though this did not stop an active infusion, fresenius kabi submitted MDR #3014732157-2023-00080 for the same confirmed failure mode where an active infusion was stopped. Due to this, an MDR for this complaint should have been submitted within 30 days of complaint awareness as per 21 cfr § 803(a)(2).